Manufacturer narrative:
Concomitant medical products: dbs ipg, implanted: (B)(6) 2015; w1dr01 ipg, 507652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds. Multiple placement attempts were done to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.